Event description:
It was reported that the patient expired due to cardiomyopathy and cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available. Related manufacturer reference number: 2017865-2023-01045, related manufacturer reference number: 2017865-2023-01046.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.